Event description:
It was reported that during a stent graft placement procedure, the device allegedly dislodged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified . As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images and videos were provided for review. The investigation of the reported event is currently underway. Expiration date: 06/2023. Device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause forthis event. Investigation summary: the sample was not returned for evaluation. Nine images consisting of 3d reconstruction of computed tomography angiography (cta) scans and sagittal views from a cta were provided for review however these images provided offered no insight into the reported stent dislodgement claim. The result of the investigation is inconclusive for the reported stent dislodgment issue. A definitive root cause could not be determined based upon the available information. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: ¿ should excessive resistance be felt at any time during the insertion process, do not force passage. ¿ attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. ¿ the covered stent cannot be repositioned after it is deployed. Precautions ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Potential adverse events ¿ covered stent dislodgement from balloon during tracking procedure ¿ covered stent misplacement during placement procedure directions for use site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. H10: d4 (expiration date: 06/2023),

Event description:
It was reported that during a stent graft placement procedure, the device allegedly dislodged. The procedure was completed using another device. There was no reported patient injury.